Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that one year after implant the patient began experiencing issues with pain relief; this was the only symptom mentioned. Pain in the right and left legs. However, during the most recent follow-up performed on "friday, (B)(6)," impedance measurements showed that 12 contacts were flagged in yellow, 1 in red with an impedance above 40,000, and only 2 appeared in green, which are the ones currently used for programming. Nevertheless, these do not cover the pain area. Upon reviewing reports from (B)(6) 2024, it was noted that during a follow-up visit in (B)(6) 2024, 4 contacts had already begun to show high impedance, with alerts indicating they should not be used. This has progressed to the current situation, where 12 contacts are no longer usable. It was important to determine the cause of why the majority of the electrode contacts are failing, especially considering that during the first months after surgery all readings were within normal parameters. No clear cause has been identified, as the patient reports no history of falls, surgeries, or MRI studies in recent years. The physician reports that one of the possible causes of the elevated impedances was a fibrosis process around the electrode. However, in order to confirm this, it was necessary for the patient to undergo a surgical intervention to verify whether fibrotic tissue has formed around the electrode or, alternatively, to determine if there was any damage to the electrode. Issue was not resolved. Regarding the stimulator, it was functioning correctly, as it was easily detected, the patient was able to charge it without issues, and it can also be programmed without difficulty. It was noted that the patient had a pump implanted in (B)(6) 2024. Additional information was received reporting that regarding the lead, due to the high impedance values, the physician proposed a surgical procedure to disconnect, reconnect, and clean the lead to determine whether the issue is related to excessive tissue formation around the lead or a poor connection. If this intervention do es not resolve the issue, the physician believes the problem was likely due to a lead malfunction. Surgery has been proposed to the patient; however, due to her age, financial situation, and the associated risks, she has not yet made a decision.

Manufacturer narrative:
Continuation of d10: product ID 977c165. Serial# (B)(6). Implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 23-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.